Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter health professional: unknown. Occupation: others. 510k: k926214. The actual device has been returned for evaluation. The actual sample upon receipt was a fractured piece and a main body. The fractured piece was approximately 60mm, and the main body was approximately 740mm. The total length of actual sample was equivalent to that of the normal product. The fractured piece was approximately 60mm. The main body was approximately 740mm. The total length was approximately 800mm. (Normal product: approximately 800mm). There were torn shapes on the fractured piece and the outer layer of fractured section on the main body. The wire had been exposed at the fractured section on the fractured piece. The shape of fractured piece and the fractured section on the outer layer of main body were similar. Therefore, it was likely that there was no missing part in the actual sample. Electron microscopic inspection found there were wrinkles on the fractured piece and the outer layer of main body. After removing the outer layer, electron microscopic inspection of the status of wire was performed. No taper was found on either the fractured piece or the side surface of wire on the fractured section of main body. Each fracture surface had radial patterns. The outer diameter met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number from other facilities was found. A simulation test was conducted. When continuous torque force was applied in the same direction while the guidewire was bent. No taper was found in the fractured section of wire, and it was flat. Radial patterns were found on the fracture surface. From this result, it was inferred that the state was similar to that of the actual sample. When continuous torque force was applied in the same direction while the guidewire was straight, a spiral pattern starting from the center was found on the fracture surface. From this result, it was inferred that the state was different from that of the actual sample. When repeated bending force was applied, no taper was found in the fractured section of wire, and it was flat. Dimple patterns (hole-shaped patterns) were found on the fracture surface. From this result, it was inferred that the state was different from that of the actual sample. When pulling force was applied, no taper was found in the fractured section of wire. From this result, it was inferred that the state was different from that of the actual sample. When pulling force was applied in a looped state, curve and taper were found in the fractured section of wire. The fracture surface was rough. From this result, it was inferred that the state was different from that of the actual sample. It was inferred that continuous torque force was applied to the actual sample while it was bent, causing metal fatigue, and the wire at approximately 60mm from the distal end fractured. Then, pulling force was applied at the time of removal, and the outer layer was torn and detached inside the patient's body. In addition, since the total length of actual sample including the fractured piece was equivalent to that of the normal product, it was presumed that there was no missing part. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no: (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported that during percutaneous transluminal angioplasty (pta), the radifocus guidewire involved fractured when it was pulled out of the patient's body. The fractured piece was surgically retrieved, and the patient's health improved. The procedure outcome was not reported. No fractured piece remained in the patient's body.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.